Event description:
Pt developed problems with urination secondary to ipp, mild penile swelling and low grade fever. Pt had removal of inflatable penile prosthesis and cystoscopy. Clear fluid seen around the pump. The left corporal prothesis exhibited a diverticulum in the proximal portion of the prosthesis. There was evidence of splitting of the underlying cloth coating to the prosthesis with the overlying outer plastic intact. There was purulent fluid around the proximal portion of the left corporal prosthesis.